Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: there was a shift/ device migration') and genital haemorrhage ('abnormal bleeding: heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Patient had an ultrasound previously and saw the essure. Concurrent conditions included iud expelled since 2006. In (B)(6)2005, the patient had essure (ess205) inserted. In 2012, the patient experienced fatigue ("fatigue"). In october 2012, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain"). In (B)(6)2012, the patient experienced depression ("psychological or psychiatric problems-condition: depression"), migraine ("migraines/ headache"), headache ("headaches"), nausea ("nausea"), the first episode of feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("hormonal changes describe: mood swings") and the second episode of feeling abnormal ("hormonal changes describe: brain fog"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("allergic or hypersensitivity reaction type: rash") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced anxiety ("anxiety"), pain in extremity ("pain inside of legs"), menstruation irregular ("irregular bleeding"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with antidepressants, bupropion hydrochloride (wellbutrin), fluconazole (diflucan), miconazole nitrate (monistat), sertraline hydrochloride (zoloft), vortioxetine hydrobromide (trintellix) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dyspareunia, rash, migraine, headache, nausea, anxiety, fatigue, weight increased, alopecia, pain in extremity and dermatitis allergic outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, depression, mood swings, the last episode of feeling abnormal, menstruation irregular, back pain and arthralgia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure (ess205). The reporter commented: after essure removal injuries or symptoms you claim resulted from essure decrease or resolve : yes, cramping - right away, pain - right away, irregular bleeding - right away and mood swings - gradually. Discrepancy about essure insertion date - (B)(6)2012 and (B)(6)2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6)2012: total bilateral occlusion. That everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Plaintiff's information updated. Outcome of the events: cramping, pain, hormonal changes, depression were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: there was a shift/ device migration') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), anxiety ("anxiety"), pain in extremity ("pain inside of legs") and menstruation irregular ("irregular bleeding"). The patient was treated with antidepressants, bupropion hydrochloride (wellbutrin), fluconazole (diflucan), miconazole nitrate (monistat), sertraline hydrochloride (zoloft), vortioxetine hydrobromide (trintellix) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, depression, migraine, headache, nausea, feeling abnormal, mood swings, anxiety, fatigue, weight increased, alopecia, hormone level abnormal and pain in extremity outcome was unknown and the menstruation irregular had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: after essure removal injuries or symptoms you claim resulted from essure decrease or resolve : yes, cramping - right away, pain - right away, irregular bleeding - right away and mood swings - gradually. Discrepancy about essure insertion date - (B)(6) 2012 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. That everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced by vaginal bleeding & new events- genital bleeding,vaginal bleeding , menorrhagia, allergic or hypersensitivity reaction type,yeast infections, migraines, headaches, migration of essure device location of device: there was a shift, nausea, brain fog, mood swings, depression, anxiety, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, hormonal changes, abdomen pain pelvic pain, irregular bleeding were added. Treatment drugs were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: there was a shift/ device migration') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Patient had an ultrasound previously and saw the essure. Concurrent conditions included iud expelled since 2006. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), pain in extremity ("pain inside of legs"), menstruation irregular ("irregular bleeding"), rash ("allergic or hypersensitivity reaction type: rash"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with antidepressants, bupropion hydrochloride (wellbutrin), fluconazole (diflucan), miconazole nitrate (monistat), sertraline hydrochloride (zoloft), vortioxetine hydrobromide (trintellix) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, headache, nausea, feeling abnormal, anxiety, fatigue, weight increased, alopecia, hormone level abnormal, pain in extremity, rash, back pain and arthralgia outcome was unknown, the depression and mood swings was resolving and the menstruation irregular had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: after essure removal injuries or symptoms you claim resulted from essure decrease or resolve : yes, cramping - right away, pain - right away, irregular bleeding - right away and mood swings - gradually. Discrepancy about essure insertion date - (B)(6) 2012 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. That everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: plaintiff fact sheet received. Events: allergic or hypersensitivity reaction type: rash, back pain, joints pain were added. Event outcome was updated for the events: mood swings, depression. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.